Event description:
Patient reported left side pain and capsular contracture, baker grade unknown confirmed via MRI. Healthcare professional later reported capsular contracture baker grade iii/IV and ¿implant cavities significantly expanded, lateral, medial and caudal boundaries violated¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side pain and capsular contracture, baker grade unknown confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. As per the investigation procedures deformation, encapsulation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side pain and capsular contracture, baker grade unknown confirmed via MRI. Healthcare professional later reported capsular contracture baker grade iii-IV and ¿implant cavities significantly expanded, lateral, medial and caudal boundaries violated¿. Device has been explanted.

Event description:
Patient reported left side pain and capsular contracture, baker grade unknown confirmed via MRI. Device remains implanted.